Manufacturer narrative:
This lead was returned to the post market quality assurance laboratory in three segments, having been severed during the explant procedure. The visual examination found no abnormalities. Subsequent electrical testing, performed separately on each segment, did not identify any product abnormalities that may have caused or contributed to the reported clinical observations. Laboratory analysis was unable to conclusively determine the root cause of the clinical observation reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited noisy signals on the right ventricular (rv) lead that resulted in delivering inappropriate anti-tachycardia pacing (atp) and an electric shock. It was noted that the impedance measurements jumped up. A lead fracture was suspected. Additionally, it was noted that the ICD recorded a code 1003 which is indicative of battery voltage being too low for the projected remaining capacity. Then, the ICD was turned off and no additional adverse patient effects were reported. Subsequently, a revision procedure was performed and the device was explanted. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited noisy signals on the right ventricular (rv) lead that resulted in delivering inappropriate anti-tachycardia pacing (atp) and an electric shock. It was noted that the impedance measurements jumped up. A lead fracture was suspected. Additionally, it was noted that the ICD recorded a code 1003 which is indicative of battery voltage being too low for the projected remaining capacity. Then, the ICD was turned off and no additional adverse patient effects were reported. Subsequently, a revision procedure was performed and the device was explanted. No additional adverse patient effects were reported.